Manufacturer narrative:
The insulin pump was received with a cracked/bleeding lcd glass. They were unable to perform a displacement test due to the physical damage. The insulin pump cracked had battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the screen on the insulin pump was cracked. Customer's blood glucose was 130 mg/dl. Customer stated that she can read the screen but she has to turn it to see it. Customer stated that it looks like cracks but it could be scratches on the lcd screen.